Manufacturer narrative:
Additional information was received on july 23rd, 2025 from the distributor. The pump history was reviewed it was observed that the customer disabled the bolus function on (B)(6), 2024. The pump was found to be in working condition, turned on, and dispensed insulin as expected.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.